Event description:
It was reported that the patient was in ventricular tachycardia (vt) and ventricular tachycardia (vt) and the cardiac resynchronization therapy defibrillator (crt-d) delivered appropriate anti-tachycardia pacing (atp) and shock. The patient was in the hospital and upon review, the patient reported urinary retention, syncope and loss of consciousness. The physician noted that there were decrease in all impedance measurements. The physician also stated that the patient had pleural effusion and a chest drain. Technical services (ts) recommended to perform x-ray imaging of the device and lead system for any visible problems or movement. The patient was hospitalized for treatments and pharmacological therapy optimization. This lv lead currently remains in service. No adverse patient effects were reported.